Event description:
It was reported that the device is latched closed but alarming it is not. The results of the investigation found that the device's downstream occlusion (dso) seal was cracked. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracked downstream occlusion (dso) seal and a defective latch lock sensor. The dso seal and latch lock sensor were replaced to fix the issue.